Event description:
It was reported that the patient hit their arm on the door, which led to adhesive detachment and bent cannula on (B)(6) 2026. Additionally patient also reported bleeding on insertion site.

Manufacturer narrative:
E1: patient country: saudi arabia. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.